Event description:
It was reported that the plate came apart while expanding. The plate was removed. No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
The plate was returned for analysis. Visual examination confirmed the ratchet spring is missing, and the components are disassociated. Minimal witness marks in, on or around the ratchet spring pocket and associated catch features. Witness marks noted on component ends, consistent with usage of ratchet release instrument. The ratchet spring was not returned for analysis. Dimensional analysis of relevant ratchet spring pocket dimensions confirms conformance to print specification. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implant components; unable to definitively determine specific root cause of the foregoing event from the available information. A review of the device history records did not identify any applicable nonconformance to specification.